Event description:
Caller reported that a pump malfunction occurred after exposure to an x-ray. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. Customer was advised to continue using the pump and to call back if any malfunction occurs again, which they understood.